Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy procedure for banding in the esophagus on (B)(6) 2013. According to the complainant, during the procedure, the bands would not deploy. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
A visual examination was performed on the returned speedband superview super 7 device. The handle and tubing were returned. There was no damage noted to the tubing. An examination of the ligator revealed that all seven bands remained, with five partially deployed. The suture was intact and tied properly to the distal end of the trip wire. The teeth were damaged. Based on the condition of the returned device and the evaluation conducted, a definitive root cause for the reported failure could not be determined; therefore, the root cause classification is undeterminable. The review and analysis of all available information fails to indicate a root cause or probable root cause for the reported event. A review of the device history record (DHR) confirmed that the device revealed no issues related to this event. A search of the complaint database revealed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy procedure for banding in the esophagus on (B)(6) 2013. According to the complainant, during the procedure, the bands would not deploy. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported as fine.